Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the calcified and moderately tortuous proximal to distal right coronary artery (rca). Pre-dilation was performed with a non-bsc balloon catheter. Next a 3.5x32mm promus element plus stent was advanced for treatment but was unable to cross the proximal end of the lesion. Several attempts were made, but failed. Upon removal, it was noted that the proximal edge of the stent was found to be lifted. The procedure was completed with stenting of the proximal and mid rca with 2 promus element stents and stenting of the distal rca with a non-bsc stent. No patient complications were reported and the patient status is good.